Manufacturer narrative:
(B)(4).

Event description:
The inner tube that had perforated the intestine was removed and a bezoar was identified. The tube was disposed of.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it was disposed of therefore a return sample evaluation is unable to be performed. A duodenal ulcer and perforation is a known complication of a intestinal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. (B)(6) 2017 the patient was hospitalized due to stomach pain and lack of effect. On (B)(6) 2017 an x-ray control was performed and a duodenal perforation was found due to an ulcer. The pej was removed immediately due to the tube being in the abdomen. A decision was not made on how to proceed at that time.